Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
During a presentation presented at the vascular leaders summit, 15 out of 2,602 patients with de novo lesions who received cypher stents developed coronary artery aneurysms. This report represents one of those patients.